Event description:
It was reported that the device would not operate on battery power. There was no pt use associated with the reported malfunction.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The power supply assembly was replaced and then, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and observed that the input filter was physically broken at the ac plug, causing damage to a diode, designator cr15, and to inductors l4 and l9 on the power supply pcb.